Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump appeared to be burnt near the drive support cap. The customer also reported that she had been experiencing high blood glucose levels, which have been treated with insulin pens. Customer stated that when she used the insulin pump, her blood glucose levels would either run low or high. Blood glucose level at the time of the incident was 143 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.